Event description:
During a ptca procedure, the balloon of the viva catheter ruptured. The number of inflations and to what atms is unknown. The lesion being treated is unknown. The procedure was successfully completed with anther device. No patient injuries or complications were reported. Patient status is reported as "good">